Event description:
Customer reported receiving inaccurate high readings. Customer began to experience hypoglycemia with seizures. Paramedics were called. Customer received a reading of approximately 291 mg/dl compared to a paramedic meter reading of 44 mg/dl. Customer was treated intravenously. Testing was conducted on fingers.